Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had hip pain, elevated cobalt chrome levels and metallosis. Doi: unknown; dor: 2019, left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
There was clear fluid in subfascial plane. Trunnion demonstrated evidence of metallosis with dark staining.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Non metal-on-metal medical records: page 9 pfs : pfs alleges initially severe hip and back pain, as well as metallosis and elevated cobalt and chromium ions levels. Pfs alleges that pain is on-going currently page 15 : implant logs stickers for products implanted during revision (B)(6) 2019. Page 55 : patients metal-on-metal hip revised on (B)(6) 2019 to address pain and suspected (confirmed intraoperatively) metallosis, with liner and head exchange to a ceramic-on-polyethylene construct. Reactive and granulomatous tissues were excised and sent for pathology. Metallosis identified between metal head and stem trunnion. Cup and stem were well-fixed and not revised. See additional medical history on page 49 chromium 3.8 mcg/l on (B)(6) 2019 cobalt 9.9 mcg/l on (B)(6) 2019 the medical records provide no recent updates to since the revision surgery on (B)(6) 2019. There is no new information apart from the pfs reported allegation of on-going pain.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete. E3. Initial reporter occupation: lawyer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Additional information received alleges atrial fibrillation, hypothyroidism, sleep apnea, edema, insomnia, and pain after review of the medical records, the patient was revised to address painful left total hip replacement secondary to metaliosis. Revision operative note reported that the trunnion demonstrated evidence of metallosis with dark staining.